Manufacturer narrative:
Submit date: 05/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the stoppers are defective.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A picture was attached to the complaint record. Additional decontaminated samples with lot number 603381764x were received. Issue confirmation: the reported condition was confirmed. According to the picture the issue was observed in the stoppers are defective. The component syringe 12ml luer lock tipis produced by external supplier and the assembly process consists in a pick and place operation. The condition reported is not generated during the assembly manufacturing process. The component is purchased by a supplier. A complaint notification was sent to supplier to initiate the investigation of root cause. Supplier response: the root cause identified for the deformed rubber tips when actuating the plunger is insufficient silicone application within the barrel. Silicone is applied into the syringe barrel through the spraymation system prior to rubber tip and plunger insertion into the assembly. The silicone aids in providing smooth movement of the rubber tip and plunger when the syringe is actuated. The syringes pictured appear to have deformed tips due to high friction when actuated due to lower amounts of silicone present. There is an established iso limit for silicone (weight) within a syringe, but no lower limit and thus low silicone readings are still passable, silicone application on the lower end may occur due to settings being close to the lower limits or variation in the amount of silicone build-up on the spraymation heads. Spraymation heads undergo routine preventative maintenance and all production lines undergo weekly spraymation testing to ensure silicone application is within control limits. Review of spraymation testing confirmed passing results the weeks of production of both production lots. Corrective action as a preventive action the personnel was notified about the incident. As countermeasure a complaint notification was sent to supplier to request corrective action regarding balloon burst. As spraymation testing only has an upper (iso) limit, a very low or even zero value of silicone may be considered passing. A lower control limit is being implemented to the spraymation procedure. If spraymation silicone values are found to be below the lower control limit, action will be required to taken to correct the process to restore application within the desired control range before confirming passing results. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.